Event description:
Additional information received reported that a patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. She had an appointment scheduled for (B)(6) 2015.

Event description:
It was reported that a patient had something done with the leads and they were ¿rewired.¿ the device was working for the first two to three weeks, and then the patient¿s symptoms had returned in the last three to four weeks. The patient had a loss of therapeutic effect. The device was currently on program 2 at 0.7 volts and she increased to 0.9 volts and could feel it. She had stitches in the inside that were coming out of the incision. The patient had contacted the doctor and they were trying to get her into the office. The patient couldn¿t make it for her follow-up appointment with the doctor because she was having a tooth cut out. The patient noted that therapy had been a miracle. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0rfuk, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).